Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with primary osteoporosis and compression fracture underwent balloon kyphoplasty. Intra-op, when the surgeon tried to inflate a balloon after inserting ibt to vertebral body, the balloon could not be inflated. The surgeon pulled it out from the patient¿s body and found contrast medium leakage and new product was used. No patient complications were reported.

Manufacturer narrative:
Visual and optical examination of the ibt balloon identified a small pinhole puncture near the distal peak of the balloon. The location, nature and timing of the balloon puncture is consistent with in vivo contact with sharp object, such as bone splinters. The above observations are consistent with in vivo contact with sharp object. If information is provided in the future, a supplemental report will be issued.